Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's device may have been leaking. It was also stated that the suspicion was not yet confirmed by the physician. The patient will undergo an explant procedure.